Event description:
According to available information, this device required replacement due to an unspecified injury that the patient sustained. During the revision procedure it was noted that the urethra was perforated on the right side, so a decision to put an inflatable cylinder in the left corpora was made. There was also a hematoma surrounding the pump making inflating the device difficult.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
Additional information received indicated that during the explant surgery, the urethra was perforated on the right side, so a decision to put an inflatable cylinder in the left corpora was made. There was also a hematoma surrounding the pump making inflating the device difficult.